Event description:
Study coordinator contacted dexcom technical support on (B)(6) 2015 on trial patient's behalf to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The study coordinator inserted the sensor on (B)(6) 2015. At the time of contact the study coordinator did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).